Event description:
It was reported that the patient underwent a posterior cervical procedure at o-t2. It was reported that approximately 4 months post-op, the patient underwent a revision surgery due to the oc screw backing out. The screw was removed and the dura mater was sutured due to being damaged. The plate was also removed. An oc plate was implanted along with 8 screws and a rod which was connected to the primary construct with a domino connector. Auto graft was also performed along with cables being added to the construct. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). PMA / 510 (k): this part is not approved for use in the united states; however, a like device catalog # 7750506, 510k # k062879 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.